Event description:
It was reported that a transfer set could not connect to a uv flash yume set. The issue was noticed upon initially attempting to connect the yume set to the transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.